Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2013; 4194 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had an apparent cardiac perforation from the right atrial (ra) lead with tamponade and pericardial effusion. A pericardial window was done and the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.